Event description:
"S/p b subgl infra surgitek 240cc gels for augmentation. Reports show decrease in r side x yrs. No h/o trauma. Has some local discomfort x yrs but main c/o is systemic probs. These include arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, uri's sx's, swollen glands, frequent yeast vaginitis, night sweats, headaches, mental probs, visual probs, dizzy spells, memory loss, dry mucus membranes, hair loss, rashes, sens sun/cold/chem, sob/cp (3 hosp & cholecystx for this), costochondritis, choking sensation, gi/gu/menstrual disturb, frequent sinusitis, decreased libido, easy bruising & possible decreased fertility."